Event description:
The complainant alleged that during routine testing by a biomed the device's pacer energy output was intermittent. The complainant indicated there was no pt involvement with this reported malfunction.